Event description:
On 2026-apr-06 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysf unction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their symptoms had worsened and they could not control their bladder. They were scheduling an appointment. On 2026-apr-13 additional information was received from the patient. They reported that they were scheduled to get their device replaced on (B)(6) 2026 because it was not working properly. It was coming out too soon, every 5 minutes. They were very incontinent now. They weren't sure where to go and wanted to talk to a manufacturing representative (rep). The rep was contacted and indicated they would reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.